Event description:
Procedure type: esophagus. According to the reporter: the avil of eeaorvil25 and the stapler was connected in the cavity. After that, when the surgeon turned the rotating knob, the anvil was disengaged from the stapler. Tried several times, but the result was same. Therefore, the surgeon cut and sutured the esophagus stump to set another anvil (the accessory of eeaxl2535). There was no bleeding reported in excess of 500cc. There was tissue damage and unanticipated tissue loss. The case was extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).